Event description:
Respiratory infections; the following health issues began abruptly less than 5 years after my breast implants were put in. Breast augmentation (saline augmentation) date was (B)(6) 2010 and illnesses began (B)(6) 2015 with hospitalization for bilateral pneumonia. Chronic respiratory infections, severe joint pain and swelling, rheumatoid arthritis, fibromyalgia, unexplained weight gain, severe hair loss, memory issues, brain fog, vision decline and disturbances, sudden fevers, rashes on arms and chest, suicidal thoughts, depression, anxiety, panic disorder. FDA safety report ID# (B)(4).